Event description:
It was reported to philips that equipment powered off and restarted automatically on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service software update planned; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).